Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the chief physician's assistant "c.p.a." Was harvesting the patient's right saphanous vein, when he started having difficulty viewing, and upon pulling out the scope, he discovered the balloon portion of the kit had deflated and a piece of the balloon was found in the patient's leg, which he removed while closing the incision site. No additional incision was required to retrieve the material. The c.p.a. Was able to proceed with the case, with less than a 5 minute delay upon opening a new kit and resetting the new harvesting tool and scope. The hospital did not report any patient complications.

Manufacturer narrative:
Maquet received the product on 12/16/2008. The visual inspection showed that the outer silicone coating and latex balloon material was torn. The missing piece was not returned. The product is in the process of further investigation within maquet's failure analysis department. A supplemental report will be submitted when the OEM's investigation has been completed, and maquet receives the failure analysis.